Event description:
This case was reported by a consumer and described the occurrence of oral cancer in an (b)(+) female pt who received super poligrip denture adhesive powder (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip denture adhesive powder (dental). At an unk time after starting super poligrip denture adhesive powder, the pt experienced oral cancer, gingival cancer, gum soreness and gingival bleeding. This case was assessed as medically serious by (B)(4). Treatment with super poligrip denture adhesive powder was continued. At the time of reporting, the events were unresolved. The consumer reports using the super poligrip powder for years when oral cancer was diagnosed. She rec'd 34 radiation treatments and was pronounced cancer free. She stopped using the super poligrip while in radiation and for one week following treatments. She resumed use of super poligrip powder and reports her lower gum is sore and bleeding.

Manufacturer narrative:
Super poligrip denture adhesive powder is manufactured in (B)(4). The lot number for this product is available (lot number n09494). It is unk if the product will be returned for quality assurance testing. (B)(4).